Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2010. The fse discovered bubbles in the sample/precision tubing. The fse traced the issue to the wash buffer reservoir tubing that had become pinched. The fse primed the system and performed a routine system check which passed within system specifications. The fse performed preventive maintenance (pm), high sensitivity (hs) system check, assay calibration and quality control (qc). Repairs were verified per established procedures and all system results conformed to the manufacturer's performance specifications. The fse stated the customer had moved the unit to a new, smaller, location and crimped the "excess" tubing, pushing the fluidics reservoir and instrument close together. The fse advised the customer on proper tubing placement when operating near the reservoir. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer reported elevated carcinoembryonic antigen (cea) ferritin, and vitamin b12 results, for one patient, involving access 2 immunoassay system. The customer stated the system failed vitamin b12 and cea calibrations. Quality control (qc) was out of range. Subsequent testing produced lower results within different clinical ranges. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.